Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 406 mg/dl. Customer stated other blood glucose value was 387 mg/dl, 124 mg/dl. Customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer allege insulin pump was under delivering. Customer was performed high pressure test and they had flow block. Troubleshooting was performed. The insulin pump will not be returned for analysis.